Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2012-00615. It was reported that there was excessive speeds during a rotational atherectomy treatment procedure. During the procedure, the 1.25mm burr was rotating too fast. The burr stopped turning. The console would have generated an "alert code" because of the excessive speed. The procedure was not completed due to this event. No patient complications were reported.

Event description:
Same case as MDR ID 2134265-2012-00615. It was reported that there was excessive speeds during a rotational atherectomy treatment procedure. During the procedure, the 1.25mm burr was rotating too fast. The burr stopped turning. The console would have generated an "alert code" because of the excessive speed. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint "erratic rotational speeds" was not confirmed. The console was tested by the complaint investigation site (cis) laboratory using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 76 krpm; the maximum turbine rotational speed reached was 218 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 162 krpm from maximum of 218 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The console did not exhibit excessive rotational speed or a tendency to stall in turbine or dynaglide mode - thus the "root cause classification" for this complaint is designated as "not confirmed." (B)(4).